Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the aspiration needle had a leakage occurred 2 cm above the tip, as if the needle was broken. The issue occurred during a therapeutic endobronchial ultrasound-guided fine needle aspiration procedure. The procedure was completed with an olympus backup device. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report was found to be a duplicate of an event already reported in 3011050570-2025-00558 for a1-patient identifier (B)(6). Refer to that report for all relevant information on the event. Olympus will continue to monitor field performance for this device.